Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 500-600 mg/dl. The blood glucose at the time of the incident was above 600 mg/dl. The customer was treated with manual injection. The customer was not admitted as a result of high blood glucose. The customer reported that the insulin pump did not under delivering. It was reported that the cannula was bent. Customer declined to continue troubleshoot for other possible causes of high blood glucose. The device will not be returned for the analysis.